Event description:
Customer reportedly, received the following results within 10 minutes on the advantage system: 36 mg/dl, 210 mg/dl, and 301 mg/dl. No symptoms reported with these results. No action was taken based on device results. The customer did not provide the location, where the discrepant results were obtained. No adverse event reported. L1 control was run and in range (opened >90 days). Requested return of suspect device and replacement was sent.